Manufacturer narrative:
Weight-race:unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -8.5 diopter was being implanted into the patients left eye on (B)(6) 2022; when the lens tear/ break during injection/delivery into the eye was observed. On (B)(6) 2022 the lens was implanted;removed and replaced intra-operatively for a same model/size and diopter lens. The exchange resolved the problem. Cause reported as unknown.